Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly experienced a seizure later in the evening after playing hard and having a corn dog to eat. Customer last tested at lunch while at school. Customer reportedly received the following results on an aviva connect meter, compared to a professional meter, within 10 minutes: 78 mg/dl (aviva connect) and 11 mg/dl on professional meter; results did not match clinical state. Paramedics treated customer with an IV of sugar water and transported her to the ER where they continued IV therapy and kept her for observation; she was later released the same day. Requested return of suspect device for evaluation and replacement was sent.